Event description:
Implants failed they completely came out when they did the denture impressions.. Non- integration.

Event description:
Implants failed they completely came out when they did the denture impressions.. Non- integration.